Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported the main lamp was unable to ignite and spare lamp light is now on. Customer inquired about the longevity of a spare lamp. Tac instructed the customer there was no other spare lamp to this spare lamp. Therefore, the spare lamp's purpose was for the doctor to withdraw the scope sway from the patient as a safety precaution. The lamp life is about 100 hours old, and the customer was uncertain if that main lamp is an OEM olympus main lamp. Tac instructed the customer to swap out the main lamp housing with another known working main lamp housing to determine the integrity. Also, the power supply of the main lamp may not be able to sustain the main lamp, or the cooling fan is having a problem with overheating. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, on the evis exera iii xenon light source the main lamp was unable to ignite and the spare lamp light was now on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.